Event description:
Patient reported "white things" and "wrinkles". Healthcare professional later reported capsular contracture, baker grade iii, hardening of the breast implants, lumps in both breasts, mastalgia, white spots were also numb, cysts and benign fibrocystic changes in the breasts¿- which are not device related. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6.: f2203 and f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.